Event description:
It was reported that a leak was observed from the medication demand button of a patient control module device. This occurred during patient infusion. There was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional leak testing found a leak at the tubing connection located inside the device housing. The intitial evaluation confirmed the reported condition. A batch review was performed. All release criteria were met prior to the release of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be due to inadequate solvent being applied during the manufacturing process. Awareness training was performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.